Event description:
The customer reported getting an alarm on the insulin pump. Also, they stated that the drive support cap is a little bit protruded. When asked, the customer said that they might have pressed the cap while they were still connected to the insulin pump. The blood glucose at the time of the call was 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test, due to protruded and loose drive support disk. Insulin pump had broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.